Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, the pump touch screen would time off too soon when the customer interacted with the screen. Customer's blood glucose was 145 mg/dl. Reportedly, customer reverted to a back up pump for insulin therapy.